Event description:
The customer reported to corporate product surveillance (cps) that separation occurred while infusing heparin with an unknown clearlink extension set, product code unknown, lot number unknown. The customer said the adult patient used their non-dominant hand to separate the tubing. The clearlink luer separated from the extension tubing, leaving the IV in tact. The patient lost about 100cc of blood. The sample has been discarded. The customer confirmed there was no patient injury associated with this report. No additional information is available.

Manufacturer narrative:
The actual sample had been discarded by the customer; therefore an evaluation will not be performed. Should additional information becomes available a follow up medwatch will be submitted. The product code and lot number are not known, therefore a 510k could not be provided. (B)(4).